Event description:
It was reported that during a laparoscopic cholecystectomy procedure, there were malformed clips. They were able to complete the procedure with a new device. There was no patient impact reported.

Manufacturer narrative:
(B)(4). Sticking jaw/cam. The analysis results found that the el5ml device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. The device was cycled, fed and properly formed the clips upon firing. However, during each firing sequence the trigger hesitated when attempting to open the device. Although no aid was required to open the trigger, it did take longer than usual (2-3 seconds) to return the trigger to the open position. A possible cause for this issue is that an incorrect stack inside the shaft is creating forces that do not allow the jaws to open immediately after releasing the trigger. Please note that an investigation has been initiated to address the root cause of this issue. It could not be determined what may have caused the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.